Event description:
The customer reported that the non-invasive blood pressure (nibp) port will not hold the hose anymore. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that the non-invasive blood pressure (nibp) port will not hold the hose anymore. According to the customer, it is not taking a pressure. The issue was discovered during set up. The unit was not in patient use at the time. Investigation summary: evaluation of the returned device confirmed the reported issue. The root cause of the reported issue is due to failure of internal components.